Manufacturer narrative:
(B)(4). One used forcefx-8c generator was received and evaluated. Nothing was found that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications.

Event description:
The customer reported that the generator self-activated when in the coag mode.